Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to: improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. Factors that may contribute to stent fractures include, but are not limited to: processing and/or handling in manufacturing, handling during preparation for use, lesion characteristics, procedural technique, product size selection, severe torquing or kinking of stent (material stress/ fatigue) or interaction with the accessory devices, lesion and/or anatomy. Fatigue from cardiac dynamics and motion may also contribute to stent fractures during or after the procedure. There was no damage noted to the stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is possible that the moderately tortuous lesion contributed to the stent not being fully apposed to the vessel wall, and further interaction with the balloon catheter during additional post dilatation may have contributed to the stent fracturing; however this could not be confirmed and a conclusive cause could not be determined. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for difficult to deploy or stent fracture for this lot.

Event description:
It was reported that after pre-dilatation with an unknown balloon catheter, the 3.0 x 28 mm promus stent was deployed in the moderately tortuous mid left anterior descending artery. An ultrasound catheter was used to detect that a section of the stent was not fully apposed to the vessel wall. Post-dilatation was performed three times with non-abbott balloon catheters without success. A promus stent was therefore used to cover the proximal end of the stent with positive results. The physician felt that the proximal end of the stent was fractured due to the ultrasound images confirming post-dilatation failed three separate times. No adverse patient effects were reported. No additional information was provided.